Event description:
A (B)(6) old male patient called zoll customer support reporting service code 204. Zoll customer support issued him a replacement electrode belt.

Manufacturer narrative:
Device evaluation on of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. Upon evaluation, the trunk cable connector was cracked. The root cause of the damaged connector could not be positively identified but was likely excessive force. No adverse event resulted from the defective trunk cable connector. The patient received a replacement electrode belt.